Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level ranged from 144-145 mg/dl. A pump reset was performed with tandem technical support to resolve the issue. The customer was able to resume insulin delivery successfully.